Event description:
When the stimulation was on, the pt experienced stimulation in the wrong location. The pt also had a loss of therapeutic effect. The device wasn't working. Interrogation was pending. The pt was at home; his status was 'good'. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.